Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. Around 24 hours after the sensor was removed, the patient contacted dexcom to report that the sensor wire had been missing. It was indicated that after another 24 hours, the patient became concerned because the skin was red and irritated and decided to go urgent care. An x-ray was taken on (B)(6) 2017 and the patient stated that the x-ray displayed the sensor wire. While in urgent care, the patient stated that there was no anesthetic used while they attempted to remove the sensor wire by cutting into the skin. It was indicated that urgent care was unsuccessful in removing the sensor wire and the patient decided to make an appointment with a surgeon. The patient stated that the surgeon used a local anesthetic and successfully removed the sensor wire from his arm. At the time of contact, the patient was recovered. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.